Event description:
It was reported that at start of usage, while booting up for operations, the cardiosave intra-aortic balloon pump (iabp) had internal communication error. Another iabp was then used. There was no patient harm.

Event description:
It was reported that before use on a patient, while booting up for operations, the cardiosave intra-aortic balloon pump (iabp) had internal communication error. Another iabp was then used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while booting up for operations the cardiosave intra-aortic balloon pump (iabp) had internal communication error.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional fields: e1(event site state: (B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) had internal communication error. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. On investigation fill assembly and pim assy had failed fault occurred at start of usage and another balloon pump was used instead. Unit repaired & parts replaced as listed below. Complete cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.